Event description:
This was a lead extraction case to remove the medtronic crt-p system and 3 leads (rv (model 4024 passive fixation), ra (model 4068 active fixation), and lv (model 4193)). The system and leads were implanted 144 months previously. The extraction was conducted in the operating room and the patient was prepped for medial sternotomy. An arteria line was placed and fluoroscopy and tee were available throughout the case. Large bore venous access through groin was achieved, blood was in the room and pressure was monitored invasively. The lv lead was prepped with a snpc lld-ez, and the ra and rv leads were prepped with cook liberator locking stylets. The first lead extracted was the lv lead. The lv lead (4193) was given gentle traction and found to be bound in the svc area. A 12fr sls was used with minimal lasing and no apparent issue. For the next lead, (ra model 4068), a 16fr sls was utilized. Heavy binding was observed. After minutes of attempting to break apart the apparent lead on lead binding, the decision was made to switch to the rv lead. A 14fr sls was utilized and was advanced into the svc. Binding was encountered in the same area that binding was encountered on the ra lead. At this point, a drop in pressure was observed. Surgical back up was called. The CT surgeon arrived within 5 minutes, and opened the chest. After approximately 10-15 minutes, the CT surgeon was able to find the location of the tear, so the decision was made to put the patient on bypass. The CT surgeon then found and repaired the tear at the svc-arterial junction. The patient was transferred to ICU. After 4 days, the patient was taken off of life support and expired. The cause of death was multiple organ failure.